Event description:
Following biopsy procedural protocol was followed with icepack/cold pack application. Rn noted icepack leaking and discontinued use as per medline instructions. Call placed to medline per product instructions. Quality claim filed with medline, claim # (B)(4) FDA safety report ID# (B)(4).